Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). 3004753838-2024-073308 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
Rga selected as na however it is applicable for this complaint, please confirm if patient will be returning the transmitter, if yes, please update rga reference number, if not please provide in the explanation field. For example: refused, product unavailable, etc. Thank you!